Event description:
Event description guidant received information that this patient and physician believe that her implantable cardioverter defibrillator (ICD) depleted prematurely. The device was implanted for approximately 4 years.